Manufacturer narrative:
The insulin pump passed functional testing, including the operating currents test, self-test, error test, displacement, rewind, basic occlusion, occlusion, prime and no delivery tests. The no delivery alarm feature functioned properly. The insulin pump was tested with test reservoir.no air bubbles noted in test reservoir during testing. The insulin pump had minor scratched display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's parents called in to report elevated blood glucose levels, air bubbles in the tubing, and an absence of no delivery alarm. The caller stated the customer was not wearing the device and that the parent's needed to be retrained. The customer's blood glucose level was unknown. The caller was unable to perform the high pressure test due to air bubbles. The caller was to monitor the device and call back if problems persisted. Nothing was replaced.